Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate 21 devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It was reported that "the surgeon has a patient that received a custom proximal tibia in (B)(6) 2015. The femoral component is loose so he is wanting to replace it with a distal femoral replacement. He thinks the implant used previously may be an extra small but is not certain."